Manufacturer narrative:
Date received by manufacturer: 27aug2019. Date of report: 07oct2019. The serial number of the device has been determined to be (B)(4). The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power switch overlay to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had an alarm led error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.